Event description:
Adverse event(s): "delay in surgery" (no code available). Product problem(s): "during a demo the system displayed an error message" (device displays error message). A surgeon reports that during a demonstration, the laser displayed the message, "laser controller power over the limit, laser functions will be disabled." The message occurred when adjusting the power down to 180 from 250. The system was switched out to complete the case and there was no patient harm. The laser worked fine on the following case after restarting the system.

Manufacturer narrative:
No sample was returned for evaluation. A root cause for the reported system message "laser controller power over the limit" cannot be isolated at this time because steps could not be taken to replicate or confirm the reported event. The root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).